Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Root cause analysis: device history record (DHR):- reviewed the DHR for batch (B)(4), there is no abnormality and no such defect detected at in process and at final control inspection. Sample/s evaluation: final control flow rate report of affected batch (B)(4), was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between -0.32% and 3.50%. As no complaint sample was received, further investigation is not possible. Summary of root cause analysis: as no complaint sample was received, further investigation is not possible. Therefore, this complaint is considered as not confirmed. Cause : cause could not be determine as no complaint sample was received, further investigation is not possible. Corrections/containment plans with effective date: not applicable corrective actions with effective date: not applicable justification: not confirmed note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4): the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility / translation of user facility information by bbm sales organization in switzerland: pm p fluorouracil 3000 mg, 240 ml nacl 0.9% in easypump 5ml/h, 270 ml flexible, ep used: batch 23h08ged91; expiry: 08/2028. Patient l.w. 1954: pump fitted on (B)(6) 2024 emptied at 8am on 05.01: patient realised her pump was empty when she woke up in the morning.